Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set detaching from her body event on (B)(6) 2026. The blood glucose level was low at the time of the event and got treated with manual injections. No further information available.